Event description:
It was reported that balloon rupture occurred. A 95% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified vessel in the forearm. A 6.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured near the middle part upon second inflation at 14 atmospheres for 15 seconds. The device was removed without any problems, and the procedure was completed with a different device no complications were reported, and the patient was in good condition after the procedure.